Event description:
Approximately 6 year(s), 2 month(s) and 9 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced loosening of glenoid component. The patient underwent a standard reverse revision, and the outcome of this event is considered resolved. The clinical report does not indicate whether this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
Concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 3693225 300-10-45 - equinoxe replicator plate 4.5mm o/s: 3552373 300-20-02 - equinox square torque define screw drive kit: 3550144 310-01-44 - equinoxe, humeral head short, 44mm (alpha): 2953998.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.